Event description:
Surgeon reports he suspects that the intraocular lens was scratched in the operating room during insertion. Visual acuity was 20/20 + 1 on 08/13/1998. Surgeon reports he does not believe product malfunctioned.